Manufacturer narrative:
Device evaluation: a pneupac parapac ventilator device was received in good condition, on the initial check the alarm reed was found not be functional. The alarm reed was replaced and tested. The device passed all functional tests. The previous service record was reviewed. At time of last repair, all tests passed. Possible normal wear and tear. Visual inspection of reed did not reveal obvious source of problem. The customer reported condition is confirmed.

Event description:
Information was received that the reswitch is not working and a pressure limiter alarm on a smiths medical pneupac parapac ventilator no adverse patient effects were reported.

Manufacturer narrative:
Additional information: the reporter provided information that the "reed alarm, regardless of setting, does not function as it was damaged sometime over the last couple of weeks since I had completed a scheduled performance test. The absence of this alarm does not affect the overall operation of the unit. From a biomed perspective: no requests for service nor alerts from our patient incident reports indicate that a patient- had the unit been used in this time frame-had been adversely harm in such a way that we would have notified. The user seemed unaware that the alarm was no longer functional". Ventilator settings were also noted as unknown at the time of the event.